Event description:
It was reported that a revision surgery was performed due to tibial base plate loosening.

Manufacturer narrative:
The associated genesis ii np tibial base was not returned for evaluation. No clinical relevant information was provided, therefore, a thorough medical investigation could not be performed. However, the reported accident was likely a contributing factor to the loosened tibial baseplate but cannot be confirmed based on the information provided. The patient impact beyond the revision procedure cannot be determined. No further medical assessment is warranted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.